Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of loop failed to cut. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut the polyp when cautery was applied. The procedure was completed with another sensation short throw snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device did not find any deficiencies or failures. Electrical testing was performed, and the device passed the resistance and retroflex tests. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut the polyp when cautery was applied. The procedure was completed with another sensation short throw snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.